Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 09-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 09/mar/2026 against "lot number" "5408341" and similar malfunction codes tubing detached from hub, leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing), leak between tubing and pump connector/hub - detachment /significant wetness the review confirmed that lot 5408341 and the identified failure mode are not associated with any non-conformance report (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 09/mar/2026 against "lot number" criteria equal "5408341" and similar malfunction codes tubing detached from hub, leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing), leak between tubing and pump connector/hub - detachment /significant wetness the count of complaint is (B)(4). The complaint numbers is complaint (B)(4). Device history record (DHR) review: the lot 5408341 was manufactured according to work instruction (wi) version 101 and manufactured in the li82/inset 7, on 07/feb/2023 with a total of (B)(4) units. The sub-assembly: gluing of tubing: the lot 5415607 was manufactured according to the wi- version 54 and manufactured in the line 5c01, on 31-jan-2023, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2023. The site of detachment was tubing hub. The infusion set was in use for about 72 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.